Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high impedance values. The patient experienced phrenic twitching. The system was reprogrammed in clinic. No additional adverse patient effects were reported. Both the right atrial (ra) lead and right ventricular (rv) lead were not manufactured by (B)(6). Currently, this crt-d remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).